Event description:
Customer reports that the pt tested 58mg/dl on the device and 279mg/dl on the lab. Customer reports that the pt was treated based on the 58mg/dl result, but did not provide what type of treatment. No adverse event reported due to treatment. Quality controls were used and reportedly fell within acceptable limits. Customer declined to return product to MFR.